Manufacturer narrative:
Kimberly-clark was initially alerted on (B)(4) 2019 however we received sufficient information to enable processing of the event on (B)(6) 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported a tampon came apart and string broke upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer went to a physician for treatment and was diagnosed with an urinary tract infection and was prescribed an antibiotic.